Event description:
It was reported that prior to retrieval of a vena cava filter, a CT was performed. The filter was positioned straight in the cava with no detached components seen. One filter leg was visible outside the cava wall, sitting posterior to the aorta. After the successful retrieval of the filter, it was examined and one of the filter arms was missing. A venagram was performed and the detached filter arm was located in the pt's right lung. Additionally, there was a very small, subtle amount of extravasation seen at the site of the previously identified perforated filter leg, which was retrieved with the filter. Attempts to retrieve the filter arm were not performed and there are no plans to retrieve it. The pt is asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter has been returned for eval and the investigation is currently underway.